Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed a pump stop event due to the driveline being disconnected, as well as multiple pump resets; however, a direct cause for the events could not be conclusively determined through this evaluation. The controller event log files contained approximately 15 minutes of relevant data on 05sep2022 and from 26sep2022 to 03oct2022. The pump operated as intended at the set speed while the driveline was connected. The log file recorded a driveline disconnect alarm on 05sep2022, and the driveline was never reconnected to the controller. The lvad event log file contained data from 02sep2022 to 02oct2022. The log file recorded two pump resets on 05sep2022, and another reset on 06sep2022. Although the account reported controller exchanges without defined dates, a direct cause for the resets could not be conclusively determined through this evaluation. The log files appeared to capture the pump operating as intended. The account submitted log files that captured a driveline disconnect alarm. The account also reported that the patient had no external power alarms on their controller and had a controller exchange performed. The alarms reportedly persisted, and the patient¿s controller was exchanged again with resolution of the alarms. Multiple requests for additional information were issued to the customer including the cause for the observed driveline disconnect within the submitted log files; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. Review of the device history record showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas IFU is currently available. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump . The pump cannot run without power." Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR: # 2916596-2022-14091 (backup controller w/unknown serial number).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that upon interrogation, it was discovered that the patient had no external power alarms on controller and drained internal battery of power module and additional controller exchange was performed. The event log file showed the driveline was disconnected on (B)(6) 2022 at 18:53 and the pump was off and remained off throughout the rest of the log file. The emergency backup battery (ebb) powered the system from on (B)(6) 2022 at 18:53 to on (B)(6) 2022 at 03:29 but the pump was off due to the driveline being disconnected. Once the ebb drained, the controller clock was defaulted to 01jan2000. The clock was reset on (B)(6) 2022 at 04:45. All power was removed again on (B)(6) 2022 at 05:54 followed by the clock defaulting to 01jan2000. It also appeared that there were power cable issues with the controller leads and/or the patient cables at home and the clinic. Related MFR: 2916596-2022-14090 (controller - (B)(4)). Related MFR - 2916596-2022-14091 (pump - (B)(4)).